Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received any part(s) for evaluation. Therefore the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that at the start of a da vinci-assisted partial nephrectomy procedure, the system displayed a non-recoverable error pointing to a power issue. The customer was guided through troubleshooting but the issue persisted. The patient was administered anesthesia and the surgical ports were already placed. Due to the system issue, the surgeon made the decision to abort the planned procedure. Intuitive surgical, inc. (Isi) obtained the following information about the complaint from the surgeon: the patient was administered 90 minutes of anesthesia and was in the hyperextended flank position with four trocars in place at the time of the system issue. As a result of the system issue, the surgeon decided to abort the procedure. The procedure was rescheduled and completed the following day. The patient tolerated the rescheduled procedure well. An isi field service engineer (fse) was dispatched to the site and replaced the power tray assembly to resolve the reported issue. The system was tested and verified as ready for use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the power tray involved with this complaint and completed investigation. Failure analysis investigation was able to confirm the reported failure by installing the board into the test system. The part failed at start up and the issue pointed to the power supply. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.